Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller reported the controller screen went blank when they were recharging the implant on sunday evening. Caller stated they press all the buttons and plug the controller into the outlet and the controller will not power on. Caller stated the controller back strap with medtronic came off and the screw is missing. Caller stated patient has been in pain because she is not able to charge the ins because the controller will not turn on. Patient services (ps) assisted patient with resetting the controller, after resetting, the controller powered on and was recharging when plugged into the outlet with green light flashing.  Ps asked caller to inspect the recharger (rtm) for damage and if the rtm gets hot, caller stated there is no visible damage to rtm and rtm does not get hot. Ps asked caller to connect with rtm and start charging the ins. Once the rtm was connected to the controller the screen went blank. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6). Product type programmer, patient 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed a cracked front case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.